Event description:
It was reported that during a demo workshop, the 9800 system would not fluoro or reboot. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The 5 volt power supply was adjusted during the svc call. The system was tested, and found to be working as intended, and put back into svc.